Event description:
The customer reported to corporate product surveillance that the clearlink continu-flo set with 2 gang stopcock was snapped in two pieces in the packaging. The customer was provided a sample of this product from the sales representative. The condition occurred before use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The 2-port large bore stopcock assembly was observed to be broken at the bond between the two stopcocks. The cause was undetermined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.